Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No blank display or display anomaly noted. The insulin pump was unable to verify for operating currents including low battery, off no power, battery indicator anomaly and unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, broken pump belt clip slot and missing end cap sticker. No moisture damage inside the insulin pump noted.

Event description:
It was reported that the customer had high blood glucose levels of 555 mg/dl. Customer treated with the insulin pump. It was also reported that the customer received an off no power alarm, and a blank display. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.